Event description:
Customer reported in 2008, that during a uteroplasty procedure on a female that the fluoro stopped working and the patient needed to be transferred to another urology room to have the procedure completed. She reported that there were no injuries or complications due to the malfunction of the fluoro not working.

Manufacturer narrative:
Liebel flarsheim field service engineer service report. Fse replaced gim box control and reloaded software and verified operation to manufactured specifications and returned to service.